Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that metal shavings came off the burr. All pieces were removed from the patient. No patient injuries were reported.